Event description:
During preventative maintenance testing at the user facility, air was noted in the tubing distal to the pump with no pump alarm. There were no reports of any adverse events while the device was in clinical use.